Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq did not ask how many units were completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the software logs, a field was entered for treatment. After a beam on state was detected, a "dose diff" error occurred on the linac. At this point, mosaiq received a count of 577.2 mu from the machine as having been delivered and 577.2 was recorded in mosaiq. The data received by mosaiq for recording shows a large jump in mu reported from 351.7 mu in segment 131 to 577.2 mu in segment 132 when the treatment was ended. The customer stated that 355 mu was delivered which is close to 351.7 mu. Mosaiq did not have any malfunction and was working as designed and intended. It can only record what it receives from the linac. The sdd logs have not been provided by the customer to verify the mu administered when the dose difference occurred. A determination regarding the impact to the patient cannot be made without the sdd logs covering this event.